Event description:
During an in-clinic follow-up, failure to capture and increased pacing impedance were detected on the right atrial (ra) lead. The lead was reprogrammed to resolve the event. The patient was stable with no consequences.

Event description:
Additional information was received that the following reprogramming, increased capture threshold and increased pacing impedance on the ra lead.